Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a j-pouch/large bowel resection procedure, after sealing several times, the device would not longer seal completely despite multiple attempts. Monitor oozing/bleeding occurred. Reportedly, no regrasp alarms sounded and endtones, indicating completed seal cycles, were head. Another device was opened and used to continue the procedure. There was no injury to the pt.